Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.